Event description:
The customer reported there was a speaker malfunction, and that maybe doesn¿t pick up patient rhythm. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The customer was contacted and stated that they did not think the device made sound. Based on the information available the reported problem was confirmed. The customer has declined service and chosen to have the device repaired by a third party; therefore, the actual cause of the failure was not clear. No additional diagnostic/functional testing was performed. No further information was provided. If additional information is received the complaint file will be reopened. Reporting address state: bc h3 other text : device sent to third party repair by customer.